Event description:
Fixture removal surgery performed due to confirmed deep infection. It was reported that CT indicated abscess. The procedure took place on (B)(6) 2023.

Manufacturer narrative:
The probable root cause is confirmed as deep infection.